Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eleven months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the tip of the filter was located inferior to the renal veins and at the level of the mid vertebral body. Tip was centrally located within the inferior vena cava. Majority of the filter legs terminate within the inferior vena cava <2mm projection, a single leg at the 4 o'clock position extends 4mm past inferior vena cava wall. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. Approximately five years and eleven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.